Manufacturer narrative:
Correction: section b3 - date of event should have been (B)(6) 2021 in the previous report. It was reported to abbott there was wound dehiscence at the patient's ipg site which was not healing properly. No infection. The ipg was explanted and replaced with a new ipg at a later date addressing the issue. Therapy was restored post- op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there was wound dehiscence at the patient's ipg site which was not healing properly and in turn surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. The ipg was explanted on (B)(6) 2021. Therapy was restored postoperatively, reportedly.